Event description:
Info was received in aug-2004 from pt, with a history of pain in both knees, who experienced left knee swelling, severe pain in the left knee, and inability to get around. The indication for synvisc therapy was pain relief in both knees. The pt began weekly injections in 2004 into both knees. Pt was seen by an orthopedist who suggested treatment with synvisc following an x-ray examination. Before the third set of injections in may-2004 and two days after the third set of injections the right knee was fine. Two days later the left knee began to swell. Pt experienced severe pain. The pt called the physician and was advised to keep the knee elevated and to use ice. The pt returned to the physician. He attempted to extract fluid from the knee without success. The pt reported the physician injected some pain killer and told the pt pt had an allergic reaction to the synvisc in the left knee. The pt exprienced many weeks of pain and the inability to get around. As of aug-2004 the swelling was starting to go away. At the time of this report the pt's outcome was unk. Additional info was received from the pt's physician in oct-2004. The pt experienced left knee bruising, redness, swelling, pain and a knee flare (specifics not noted) not relieved with ice and elevation of the leg. There was no history of drug hypersensitivity to synvisc noted. The pt was seen in jun-2004. An aspiration of an unk amount of fluid from the knee was performed. The fluid was described as "yellow with debris present with first punch." The pt received injections of depo-medrol, marcaine (2 ml) and xylocaine (2 ml) and reported feeling better after the injections. The physician did not assess causality. At the time of the report the pt's outcome was unknown.